Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, a literature document was received detailing the following: wakabayashi-2024 reported the following adverse event: 1 pain and swelling due to adverse reaction to metal debris and stem osteolysis. Cup and stem revised. Wakabayashi 2024 - long-term outcome of metal-on-metal total hip arthroplasty with modular neck stem.